Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump was not responding. Customer's blood glucose value was unknown with events but had been between 100mg/dl -150 mg/dl. Customer stated that insulin pump¿s button shave been sticking it had been manageable but when he replace the battery, none of the buttons was working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.